Event description:
It was reported that the stent dislodged in the sheath. An angiography of the lesion site was performed and found 85% stenosis in the mildly tortuous and moderately calcified vertebral artery. An 18 guidewire was placed along with a 6f 90 long sheath. A 4.0mmx15mmx150cm express sd stent balloon expandable was advanced, however, the stent was dislodged inside the sheath. Both stent and sheath were removed together, and the procedure was completed with a different device. No patient complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink to the shaft 24-25cm from the tip. It was also noted that the stent had some damage on it caused by being dislodged inside the sheath. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported complaint, and an additional kink was also found.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that the stent dislodged in the sheath. An angiography of the lesion site was performed and found 85% stenosis in the mildly tortuous and moderately calcified vertebral artery. An 18 guidewire was placed along with a 6f 90 long sheath. A 4.0mmx15mmx150cm express sd stent balloon expandable was advanced, however, the stent was dislodged inside the sheath. Both stent and sheath were removed together, and the procedure was completed with a different device. No patient complications were reported, and the patient condition following procedure was stable.